Event description:
According to the article in the heart journal titled "histological confirmation of complete endothelialization of a surgically removed amplatzer asd occluder", the device had to be removed because of mal-positioning one year after implantation in a woman with ostium secundum. Additional information has been requested.